Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from middle brown port. The leak was observed after the bag was filled prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between november 24-25, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.